Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure a plastic slivers stuck to the lens after implantation through a cartridge. There were no reported adverse patient complications resulting from this foreign body material, but time and effort and risk to remove the plastic slivers is required. There are five medical device reports associated with this event. This is 2 of 5. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Photo provided showing an implanted iol on a monitor screen. There is what appears to be a piece of foreign material on the optic. Based on our observation of the attached photo, foreign material is on the optic. A definitive determination of complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined, based on available information. All product and batch history records are quality reviewed, prior to product release. The manufacturer internal reference number is: (B)(4).